Event description:
Information received indicates the head section intermittently drops.

Manufacturer narrative:
The technician inspected the bed and found another technician accidentally installed a defective drive that had been replaced on a previous repair. The technician replaced the head drive to repair the bed.